Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump delivered an error message stating that the full bolus had not been delivered. The infusion tubing and site appear to be "fine" and the reservoir was not empty. There was no reported impact to the customer's blood glucose level. Although requested, no additional information has been provided.